Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type correction: on the initial, 30-day MDR, the PMA/510k date was incorrectly entered as (B)(6) 2019. The correct PMA/510k date on the initial, 30-day MDR should have been (B)(6) 2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device and the reported inflation and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during a procedure of the chronic, totally occluded, left superficial femoral artery (sfa), the 5.0 x 15 mm armada 0.018 balloon dilatation catheter (bdc) was inserted and during inflation leaked at the hub and would not hold pressure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.